Manufacturer narrative:
Visual eval found prox end approx 9" long. Minor scratches on pin. Slight delamination of strain relief at pin. Slight abrasion on distal end of strain relief. Coil intact throughout. Light brown residue inside lumen, throughout length. Abrasion on insulation approx 6" from prox end. Insulation intact throughout length with some minor abrasions. No conclusions can be drawn.